Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, a slice on the cable was observed. Additionally, the device evaluation found, a blurry image due to moisture inside the image sensor, charged coupled device (ccd). A device history review revealed findings/no issues that could have caused or contributed to the reported issue a definitive root cause cannot be identified. The potential cause of the customer's event is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Based on the investigation, no nonconformances were found related to this complaint. No further escalation is required. To mitigate the risk/harm to the patient, the instructions for use provides the following: before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5. ¿troubleshooting¿ - if this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Warning - using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the high-definition camera is "broken". There were no reports of patient harm.